Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor saline breast prosthesis experienced unexplained systemic symptoms post procedure. The patient reported that her body is rejecting the implants and that she has almost has all the signs of bii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the left prosthesis.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 11, 2023 indicated the following: date of event; 1/1/2019, procedure was breast augmentation primary, patient age at the time of event was 56 years old. Date of implantation was on (B)(6) 2004, date of explantation was on (B)(6) 2022. List individual symptoms: chronic fatigue, cognitive dysfunction, insomnia, aches pain weakness, slow muscle recovery, hair loss, dry skin mouth, eyes, temperature intolerance, weight gain, easy bruising, burning pain around chest wall and breast, chronic neck and back pain, night sweats, vision disturbances, reoccurring sinus and uti infections, throat clearing, cough, difficult swallowing, chocking feeling, headaches dizziness, anxiety, metallic taste in mouth, gastrointestinal issues, smell and chemical intolerance, candida suspect devices lot numbers: 270021 and 269963, sides are unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).